Event description:
It was reported that the bottom half of the screen would lock into a white panel when the customer entered their insulin. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.